Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009; inratio: 1.8; lab: 2.9. Date: one week later; inratio: 2.3; lab: --. Date: the next day; inratio: --; lab: 3.4. Date: five days later; inratio: 1.1; lab: 2.9. Initial result in 2009 - inratio = 1.3: dose was increased and next day inratio was still 1.2. This is considered an adverse event because pt's dosage was changed.

Manufacturer narrative:
Investigation pending.